Event description:
The customer reported that the bedside monitor was showing a battery error and would shut off although it was connected to ac power. The customer replaced the battery and have not had any issues since. Not in patient use.

Manufacturer narrative:
The customer reported that the bedside monitor was showing a battery error and would shut off although it was connected to ac power. The customer replaced the battery and have not had any issues since. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1. 11/05/2025: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2. 11/10/2025: emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested.

Event description:
The customer reported that the bedside monitor was showing a battery error and would shut off although it was connected to ac power. The customer replaced the battery and have not had any issues since. Not in patient use.

Manufacturer narrative:
The customer reported that the bedside monitor was showing a battery error and would shut off although it was connected to ac power. The customer replaced the battery and have not had any issues since. Not in patient use. Investigation conclusion: the customer replied that the issue has not recurred after they replaced the battery. There was no confirmed malfunction with the g5. Based on the resolution details, the issue followed the battery pack and the cause was battery failure. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1. 11/05/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2. 11/10/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.